Event description:
It was reported that a plastic - like particle was found in the solution of a large volume infusor. The reporter stated that the solution was filtered prior to filling. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Fourier transform infrared spectroscopy analysis of the particle revealed that the morphology of the white particle was consistent with that of acrylic material. The particulate matter was determined to be a fragment of the stress member. The cause was determined to be due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from 04/25/2013 to 04/26/2013. The device was returned for evaluation with fluid in the bladder. Visual inspection identified a tiny (approximately 1.7 to 2.0 mm in size), solid, and white particle floating in the fluid. The morphology of the white particle was consistent with that of acrylic material. Initial evaluation confirmed the reported condition. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue.